Event description:
It was reported the pt (B)(6) is receiving abdominal stimulation which is causing discomfort. Efforts to resolve this matter via reprogramming yield limited success as the pt does not have coverage of his entire pain area. The pt is working closely with the implanting physician to determine the next course of action. Imaging of the pt's scs system will be performed for further investigation.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.